Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The difficult to position and remove were not confirmed. It should be noted the hi torque guide wire instructions for use: states, if resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw, or torque a guide wire that meets resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: progress 120, asahi fielder; other: supercross. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a totally occluded concentric distal left anterior descending coronary artery. A micro-catheter was placed with the help of a progress 120 guide wire, which was then removed from the anatomy. A whisper extra support (es) guide wire was introduced into the micro-catheter; however, resistance was observed when trying to advance and also while removing the device. The physician tried to advance multiple times but kept feeling a lot of resistance in the distal portion. The physician tried to advance the micro-catheter again to keep the distal position and change guide wires; however, due to resistance the micro-catheter no longer advanced on the guide wire. An asahi fielder was used parallel to the whisper es guide wire in order to remove the whisper es guide wire. The procedure was successfully completed with the asahi fielder. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.